Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some employees at the facility were unable to issue medication for the patients since the items were not showing up for them. Meanwhile, some employees were able to issue medication, and the items were appearing under the patients' profiles. The profile mode was enabled on the cabinet, the cabinet was syncing, and there were no pending transactions. A technical support specialist closed the case due to many attempts with no response.

Event description:
It was reported that when using the bd pyxis¿ medbank items were not showing up for some employees. The customer reported that the issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.